Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. Visual inspection found that the insulation was abraded at 6.0 cm ¿ 6.1 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely contributed to the reported oversensing noise anomalies.

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise. The lead was explanted and replaced. No patient symptoms were reported. No further information could be obtained.